Event description:
The rptr stated that the pt had a surgical procedure using the advansys mid foot plating system: medial lisfranc plate - (product catalog number not provided to date) on (B)(6) 2010. The second surgery is planned on (B)(6) 2010 for device removal and tendon plasty. Integra has requested additional clinical information from the rptr.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.